Event description:
It was reported via legal documentation that approximately 143 months after a right total knee replacement procedure, the patient underwent a revision procedure address pain, swelling and instability due to aseptic loosening, osteolysis and failure of the polyethylene liner. A revision operative report was provided. Intraoperatively, the surgeon observed black stained tissue, and the polyethylene was noted to be completely eroded through and had separated from the tibial base plate. The blackened tar tissue due to the metal-on-metal articulation after the polyethylene failure was removed. The femoral and tibial components were removed, and it was noted that there was a central area of bone loss in the tibia and a fairly large medial femoral condyle bone loss as well as central bone loss in the femur. No medical or surgical intervention was noted. No additional information was provided.

Event description:
It was reported via legal documentation that approximately 143 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, failure of polyethylene liner, severe osteolysis, aseptic loosening. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
2046291 (B)(6)- three peg patella 32mm. 2095276 (B)(6) - trapezoid tibial tray sz 1f/1t, 2f/1t. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly